Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced incontinence. Upon removal of the device, fluid loss was noted due to a pinhole in the balloon. The aus device was explanted and replaced. There were no additional patient complications reported.